Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced multiple parts to resolve the customer's issue. The fse performed the following actions: replaced the peri tubing. Resolved leak with ejector fitting. After completing this, the fse performed a calibration and performed qcs, all results were within specification. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as one or more of the replaced parts resolved the issue. The mdrs related to this event are: MDR 2122870-2016-00093 - (B)(6). MDR 2122870-2016-00094 - (B)(6). MDR 2122870-2016-00095 - (B)(6). MDR 2122870-2016-00096 - (B)(6).

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for five (5) patients on the dxi 600 access immunoassay instrument (serial number (B)(4). Initial results on this instrument were above the normal reference range of the assay. Repeat results of the same patient's samples were inside the normal reference range of the assay. The customer also stated they were experiencing issues with their quality controls (qc) recovery. The initial elevated access accutni+3 results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The results were generated over a number of days: patient 1: (B)(6) 2016 MDR 2122870-2016-00093. Patient 2 & 3: (B)(6) 2016 MDR 2122870-2016-00094. Patient 4: (B)(6) 2016 MDR 2122870-2016-00095. Patient 5: (B)(6) 2016 MDR 2122870-2016-00096. The customer stated two levels of their qc were within specification before the erroneous results were generated. Customer reported no visible issues with the integrity of the sample.